Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a exploratory endoscopic septum functional endoscopic sinus surgery (fess), the trajectory view disappeared while the other 3 views zoomed out without prompt from the user. It was noted that the issue occurred after registration and when entering the navigate portion of the procedure. The representative exited the procedure, re-entered the patient exam and the second trajectory view exited thirty seconds later. Re-center was prompted without resolution. The representative then logged out and logged back in with resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.